Event description:
Same case as MFR#: 2134265-2010-05742. It was reported that during a stenting treatment procedure, a dissection occurred. Vascular access was obtained via the right radial artery. The 90% stenosed de novo target lesion was located in the non calcified and severely tortuous proximal left anterior descending (lad) artery. The eccentrically shaped lesion was 12mm in length, 2.5mm in diameter proximally and distally 2.25mm in diameter. The 185cm kinetix guide wire was advanced past the lesion. A 6fr non bsc guide catheter was placed and a 2.5x12 apex balloon catheter was advanced for pre-dilatation. While advancing the apex, the guide wire lost its position and was hung up distal to the lesion in a very tortuous area of the vessel. Once the apex was positioned correctly, the balloon was inflated once to 6atms for 30 seconds. A 2.5x12 promus stent was then inserted. The physician experienced difficulty crossing the lesion, but was eventually able to cross and the promus was implanted in the lesion. The promus delivery device was removed, dye was injected and a dissection was noted in the mid lad, in the area where the wire had been hung up. Post-dilatation of the promus was performed with an nc quantum apex. The kinetix guide wire was exchanged for a 185cm non bsc wire and the dissection was stented with a 2.25x12mm taxus stent. There were no additional patient complications reported and the patient¿s status is ok.

Manufacturer narrative:
Age at time of event: in their (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).